Event description:
New information received indicates that the oversensing was resolved and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine visit, episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Programming changes were made. The patient was fine.